Event description:
It was reported via repair work order that the head end brakes could not hold due to malfunctioned brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.